Event description:
A report was received that the patient was having discomfort at the ipg site. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well. There will be no further course of action will be taken.

Event description:
A report was received that the patient was having discomfort at the ipg site. The patient will undergo a pocket revision procedure.